Event description:
The patient has had an ICD for 4 years, previous ablations and presents again with multifocal vt after receiving multiple shocks from his ICD. The patient was undergoing a cardiac ablation procedure when "a pop" was noted at the time of ablation. The patient's blood pressure began to drop. St segment elevation was noted on ECG. Echocardiography performed within the ep lab demonstrated fluid within the pericardial space suggestive of tamponade. A drain was placed and significant blood was noted to be coming from the drain; cardiac surgery was consulted. The patient was taken to the or emergently for 1) emergency lvad implantation, 2) emergency cardiac intervention to evaluate for ventricular perforation following ventricular ablation with thoracotomy and 3) emergent aortic valve replacement. After 1.5 months from the procedure, the patient was discharged to a rehab facility with significant changes in functional status. ====================== health professional's impression======================the interventionalist described a "steam pop" phenomena at the time of the perforation.